Manufacturer narrative:
(B)(4), 2011. The analysis from the manufacturer is pending.

Manufacturer narrative:
(B)(4) 2011. The analysis from the manufacturer is pending. (B)(4) 2011.

Event description:
During dft testing approximately a month after implant, it was reported that 34 joules would not rescue the patient. Therefore, this ICD was explanted and a new sorin paradym with high output was implanted successfully.

Event description:
During dft testing approximately a month after implant, it was reported that 34 joules would not rescue the patient. Therefore, this ICD was explanted and a new sorin paradigm with high output was implanted successfully.